Manufacturer narrative:
This report is being supplemented to provide h6 codes for type of investigation completed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation legal manufacturer's final investigation. The olympus service center found upon inspecting the tissue pad, it was discovered that the tissue pad was worn out, and it was partially torn and peeled. There was also a mark on the tissue pad which indicates that the tissue pad was torn. There was a mark on the probe that came in contact with the grip. The probe had contact marks which indicated that the probe and the grasping section came into contact. There was a mark of contact with the probe on the grip. The grasping section had contact marks which indicated that the probe and the grasping section came into contact. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The specific root cause of the event couldn't be exclusively identified. However based on the investigation results, the reported event possibly occurred by the following mechanism: 1) since ultrasonic waves were output with the grip closed (including after the tissue was cut) without gripping the tissue, the tissue pad was worn and partly peeled off. The grasping section was closed without grasping anything (this includes after tissue resection) while the ultrasonic output was activated. This caused the tissue pad to wear out and partially peeled off. 2) due to the peeling of the tissue pad, the grip and the tip of the probe came into contact with each other. Since the tissue pad was peeled off, the grasping section and the probe came into contact. 3) an error occurred because ultrasonic waves were output with the grip and probe in contact. In addition, contact marks were generated. The ultrasonic output was activated while the grasping section was contacting the probe causing an error. Also, this caused the probe to have contact marks. The peeled tissue pad was dropped due to some load. 4)some force was applied to the peeled tissue pad causing it to fall off. The following information is stated in the instructions for use which may have prevented the event: "do not close the grip and do not output when nothing is gripped between the grip and the tip of the probe, or when it cannot be confirmed whether the biological tissue or blood vessel being gripped has been incised. Due to abnormal heat generation due to friction between the grip and the tip of the probe, the grip and the tip of the probe may be damaged, deformed, fall off, or part of the tissue pad may come off, leading to severe wear. Do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When treating living tissue or blood vessels, apply light tension to make the incision so that the incision can be seen. Also, if it is separated, stop the output immediately. Otherwise, abnormal heat generation due to friction between the tissue pad and the tip of the probe may cause damage, deformation, or dropout of the grip (both stainless steel part and fluororesin part) and the tip of the probe, and part of the tissue pad may come off. I have. When cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device is returned but the device evaluation is not yet completed. As such, a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as any relevant new information becomes available.

Event description:
As reported for this event by the customer, two hours into the therapeutic total laparoscopic hysterectomy, the device probe broke and fell off outside the patient body. The broken piece was recovered. An unknown error message was received on the generator. A new device was opened and the procedure completed with no impact. There is no harm or adverse impact to the patient. The device had been inspected prior to use had passed the probe check.